Event description:
A user facility reported to olympus, the oes uretero-reno fiberscope exhibited multiple black dots in the image, and angulation issue. Upon inspection and testing of the customer returned device, the scope bending section repeatedly angulated in the downward direction due to deformation of the bending section. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, chipped light guide lens, burn marks on distal end, biopsy channel leakage, bending section lever did not moved smoothly, multiple black dots in image, foggy image due to damage objective lens, grip and connecting tube scratched, and deformation of the scope bending tube. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an inability to manipulate the angle properly from a deformed part, but this could not be further determined. The instructions for use states the following: "chapter 3 preparation and inspection: 3.2 preparation and inspection of the endoscope 5. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 6. Gently hold the midpoint of the bending section and a point 10 cm from the distal end. Push and pull gently to confirm that the border between the bending section and the distal end is not loose." Olympus will continue to monitor field performance for this device.